Manufacturer narrative:
Other, other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was not intact, the device was in excellent. Condition. The device history log showed battery not working and pump motor drive off post. The device was tested using the power up process. During testing it was found the battery not working was found during power up process. The defective battery mn210917 tj0712000500013, is the cause of the pump motor drive off post. The root cause of the issue was the battery defective battery was less than 3 years old mn210917 tj0712000500013. Replaced battery. Performed power up process and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the customer stated that the device arrived with a dead battery. After charging, it displayed a motor error message. No patient injury reported.